Event description:
The patient reported that in 2007, while using caviwipes to clean a hospital room she experienced an asthmatic attack with difficulty breathing. She used her prescribed ventilator and the problem slowly dissipated after several hours. Medical attention was not sought as the patient reportedly felt fine afterwards. Since she had been using the caviwipes for the past two years without incident the adverse reaction was not reported to the manufacturer; however, as a precaution, she discontinued the use of the product. Fifthteen days later, she accidently used caviwipes while cleaning another hospital room and experienced another asthmatic attack, but this time it was more serious. The prescribed ventilator was used again; however, this time she still continued to experience difficulty breathing and continued to cough. The symptoms persisted for over 24 hors and then eventually subsided.

Manufacturer narrative:
The patient reported that she had been using the caviwipes for the past two years without incident and was surprised by the sudden reaction. The patient saw her asthma doctor in 2007. The doctor believes that the patient experienced an allergic reaction to the product. He has referred her to an allergist for allergy tests based on the msds for caviwipes. The patient reported that she feels better although her voice is still hoarse from coughing.